Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  During the evaluation of the device at the third-party service center, it was found that there were damaged buttons on upper and bottom enclosure, and scratched ui panel. There were no visible foam particles. The device was visually inspected/scrapped.

Manufacturer narrative:
Upon review of this complaint, there was no alleged serious injury. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.